Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. A piece of scissor cracked off and fell in patient. It was retrieved and there was no harm to patient. A replacement device was used to complete the procedure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. A piece of scissor cracked off and fell in patient. It was retrieved and there was no harm to patient. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood and charred tissues were observed on the tool jaws. No piece of the silicone insulation that was reported to have broken off was returned. Microscopic inspection showed the silicone insulation intact with no signs of cracks nor delamination. However the heater wire on the hot jaw was observed to be slightly flexed but remained attached to the jaw. Based on the returned condition of the device and the evaluation results, the reported failure "peeled jaw" was not confirmed. The analyzed failure ¿material twisted/bent¿ was confirmed. Specific actions for the analyzed failure ¿material twisted/bent¿ are being maintained and documented under maquet¿s failure investigation report (fir) system.